Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer's other blood glucose was 441 mg/dl, 600 mg/dl. Customer stated that insulin pump was not delivering insulin. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was treated by insulin pens. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing.